Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: what troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Yes, the jaws opened when surgeon manually withdrew the knife blade by using lever on the top of the stapler. I do not know what reload was used as it is still loaded in the jaws of the dirty instrument.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Did the jaws of the device eventually open? If no, how was the device removed from the tissue? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device fired across tissue, the cutter cut tissue and staples were deployed, but the jaws of the device wouldn't open after firing. It was not reported how the device was removed from tissue. A second like device was used to complete the procedure. There were no patient consequences reported.